Manufacturer narrative:
Follow-up #1: date of submission 05/27/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/12/2016 with the following findings: the bb begins on 2016-04-19. Due to continuous use of the pump, the black box data/histories for the event have been overwritten. No max tdd limits alarms observed in the available bb. Pump was returned with the max delivery set at 300u. Available daily insulin delivery totals correctly reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. Pump completed 24hr duration testing with no max tdd alarms duplicated. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient not properly setting the totally daily dose max feature.).

Event description:
The patient contacted animas on (B)(6) 2015 alleging a history settings issue. The patient stated that their blood glucose (bg) was hi lately. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and patient hit their maximum limit for the total daily dose. Cs educated the patient on where to change this feature. This complaint is being reported because the patient allegedly experienced hyperglycemia related to use error in not properly setting the totally daily dose max feature.